Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data, electrode information, and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services reviewed the device downloaded data and confirmed the error was benign. Either an automatic or manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.